Manufacturer narrative:
Results: wheel assembly.

Event description:
It was reported by service report that the wheel keeps falling off due to a missing nut. No pt involvement or adverse consequences are reported.